Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the piston would not rewind. Reportedly, the patient could hear the motor sounding like it was rewinding, however, the piston was not moving. The reporter denied seeing anything abnormal in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: there was no evidence in the black box for any motor issues. There were no rewind issues during the investigation. The pump was opened and removed from the case. The motor assembly was removed and inspected with no defects found. Unrelated to the motor complaint issue, the display was observed to be faded and pink.